Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer reseated the row board ,retractor band cable and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary 1 drawer 5.2 was not detected on the bus and could not be recovered. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.